Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the complaint handling database revealed no other incidents for failure to advance or stent damage reported from this lot. The patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU) is a known patient effect that may be associated with the use of the graftmaster rx coronary stent graft in native coronary arteries. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery. A 4.0 x 16 mm graftmaster was being advanced to the lesion when the stent strut flared on calcium and it could not cross. The device was removed. A second 4.0 x 16 mm graftmaster successfully sealed the perforation; however, the patient experienced tamponade and died. No additional information was provided.